Event description:
It was reported by the rep that when the device was used during a laparoscopically assisted vaginal hysterectomy procedure, it would not staple. Opened another device to complete the case. There was no consequence to the pt.